Event description:
Additional information received from the explanting physician reported that the cause of the event was a motor vehicle accident. There were no abnormal impedances, but it was noted that the battery was depleted. Patient symptoms included an increase in symptoms in the lower body and lower left extremity and a burning dysesthesia in the buttocks. The patient did not require hospitalization.

Event description:
It was reported that the pt was in a car accident on (B)(6) 2011 and since that time had had a burning sensation at the lead site approx 30 minutes after turning the stimulation on. The burning sensation was not tolerable and the pt turned the stimulation off. The pt also reported an increased baseline pain. Impedance measurements were taken and >4000 ohms readings were found on some of the bipolar pairs and all or some of the unipolar pairs. Voltage was not increased further due to the pt had an uncomfortable burning after the impedance test. The ins light had also been blinking. There was a possible open circuit and a potential need for a surgical revision. Add'l info received reported that an x-ray was ordered. It was suspected that the car accident caused a lead or extension to be damaged. A surgery to revise the lead would be scheduled. There was a re-programming around the impedances and the pt was receiving relief but still had some burning sensations.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins), lead and extension were explanted on (B)(6) 2011 because the device stopped functioning after the car accident. The issue with the ins was reported as unknown. The patient outcome was reported as no injury.